Event description:
The biopince biopsy was attempted with the device firing, but it did not capture the tissue. This resulted in needing to insert a 17 g introducer and a second 18 g biopince device. The patient's liver capsule was punctured twice instead of once. Manufacturer response for biopince¿ full core biopsy instrument, biopince¿ full core biopsy instrument (per site reporter). Radiology/ultrasound did reach out to the manufacturer.